Event description:
Patient on morphine IV was discovered by rn to have pinpoint pupils and two to three shallow respirations per minute. Immediately following 400 mcg of intravenous naloxone, patient recovered fully without ill effects. The pca pump, its settings and the md orders, were all checked for accuracy. Because a visual assessment of the IV assembly was not available, all other possibilities fwere examined and eliminated. The only possibility remaining was malfunction of an anti-reflux y-set. This malfunction could have been failure in the device itself, or a result of improper assemblydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.